Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump. Customer changed out the usb cable and pump battery was successfully charged. Customer's blood glucose was 264-500 mg/dl.